Manufacturer narrative:
The complaint states locking trigger has snapped off. The investigation confirmed that the handle had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking trigger has snapped off. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.